Event description:
It was reported that the patient's ipg was inoperable. The patient reported they did not stop charging and it is unknown when the patient lost therapy. Surgical intervention was undertaken to explant and replace the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.